Manufacturer narrative:
The device was returned with the cannula assembly fully deployed. The exposed portion of the soft cannula was observed to be torn. Fluid was unable flow through the complete fluid path as it was observed to be leaking from the tear in the soft cannula. It could not be determined when or how this damage occurred. Inspection of the needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The cause of the reported dislodging event could not be conclusively determined. The adhesive pad was not returned with the device. The adhesive welds were inspected, and no damages or defects were observed that would contribute to an adhesive failure. The exact cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose over 250 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied.